Manufacturer narrative:
Evaluation results: one used bivona tracheostomy tube (part number 670160-sa) was received with its certificate of safe handling. An obturator from the bivona pediatric tubes was also received with the sample. Visual inspection was performed at 12 inches under normal lighting to look for any damages on the cuff. A white substance was found inside the pilot balloon. The unit was inflated with water to see if there were any problems with the inflation of the cuff. When inflating the unit, it was noted that the pilot balloon inflated, however all the water was stuck. The cuff was burst open to see if the airway line was occluded. No occlusions were found. The unit was then inflated with air. All the air was once again stuck in the pilot balloon. The airway line was subsequently cut using a razor, and a wire was passed through the inflation line to check for any occlusion. After cutting the line, a particle was found inside the inflation line. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause identified for this complaint is as follows. The reported issue/damaged occurred after the product left the manufacturing facility. As a preventive action, production personnel were notified by the quality engineer on 30/may/2019 of the reported customer complaint.

Event description:
It was reported that the customer had issues with the tracheostomy (trach) cuffs. The customer was only able to reinflate one of the cuffs with 2 ml of water, which is half the volume that was initially used. With respect to the other cuff, the customer observed that it was completely deflating. A trach change out was performed as a result of the product issues. No patient injury or further complications were reported in relation to this event. It was further reported on april, 30, 2019 that the patient's mother had coated the shaft of the tracheotomy with vaseline prior to insertion. Vaseline is not a water soluble product. The instructions for use (IFU) call for the use of only water soluble products.